Manufacturer narrative:
B5 narrative information updated. H6 - codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The patient required right ventricular assist device (rvad) support and had been on dialysis prior to implant. The patient developed a septic bowel from a small bowel perforation and required multiple abdominal surgeries including end-ileostomy. The cause of the bowel perforation was unknown. The patient continued to have intra-abdominal bleeding and sepsis. The patient then developed a sternal incision dehiscence with mediastinitis. The patient asked to be placed on hospice care. The patient's death was not thought to be directly related to the lvad. The lvad operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was unknown.

Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Further, a specific cause for the patient¿s sepsis could not be conclusively determined. The pump will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, bleeding, sepsis, and wound dehiscence, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. Section 6 (under ¿anticoagulation¿) also provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.